Event description:
It was reported that the lead could not ¿get to her feet.¿ the lead was replaced with a paddle lead in 2008 or 2009. The new lead did get stimulation to the patient¿s feet. Five days later, it was noted that the reporter had no knowledge of a lead placed to cover the patient¿s feet.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).